Event description:
It was indicated a week ago prior to call patient stated ¿had been in trouble¿ because her urinary symptoms (she was going too much) started. It was indicated that the patient had been going a lot. It was indicated that this implant did not help as good and the first one did. She felt stim when she was implanted and it took a while before they adjusted it for her. It worked the first week well and after that it stopped working. It was indicated that the voltage jumped from 1.2 to 3 v but she did not feel stim. It was noted that patient tried to adjust stim but was not able to get stim to adjust. The patient reported an overstimulation sensation. It was indicated that one time she had stim too high and she thought she was electrocuted. It was indicated that patient had a bad memory and did not remember but happened with the new stimulator. On the call patient used her programmer pp and stated she was in p 3 at 3. 0 v. It was determined on the call that patient¿s therapy was off .she admitted that she did push off button because she was frustrated and was pushing all the buttons. On the call her stim was decreased first and then turned therapy on. The patient increased stim then to 1.7 v and confirmed she felt a comfortable stim. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0hz81, implanted: (B)(6) 2014, product type: lead. (B)(4).